Event description:
It was reported that the electrical connector was found to be broken on handpiece. No case involvement.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the handpiece was returned with a damage on the insulation in a form of a cut and with a loose mount. The cut insulation does not influence the functionality of the device and when tested with a generator, the instrument activated properly. Further analysis was performed and was found that the handpiece no longer meets the specifications for phase margin. The handpiece was disassembled, a torn acoustic isolator was found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.